Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd intima ii¿ IV catheter prn adapter tubing clogged due to damaged product. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: during the usage of the product , it's noticed that ext. Tubing clogged due to the white end cap on y-port damaged.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8325582. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that bd intima ii¿ IV catheter prn adapter tubing clogged due to damaged product. This was discovered during use. No date/time or patient information was given. The following information was provided by the initial reporter: during the usage of the product , it's noticed that ext. Tubing clogged due to the white end cap on y-port damaged.